Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. The original complaint of a blank screen was unable to be confirmed. Unrelated to the original complaint, a crack in the battery compartment was found on the left side of the grip pad and below the grip pad. A leak test was performed and failed due to a battery compartment crack. Visible moisture corrosion was present in the battery compartment. The pump was opened to find moisture corrosion on the battery compartment housing.